Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device u1902169 number, and no non-conformances were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device u1902169 number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a shoulder arthroscopy radio frequency was used with a vapr premiere 90 electrode -ea the patient suffered a burn (approximately 2 cm) around the portal incision through which the electrode was introduced. The specialist attributed the burn to the electrode and asked to review what happened to the electrode and why the patient was burned. During the procedure it was used a j&j radiofrequency and an infusion pump from another manufacturer. The infusion pump was used with ringer's lactate and adrenaline (the specialist always makes this mixture to control bleeding). The patient also had on the electro-scalpel plaque (monopolar). The specialist at no time pressed the radiofrequency pedal with the electrode tip on the skin. Patient diseases: hypertension.